Event description:
A journal article was reviewed which contained information regarding left ventricular (lv) leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were patient deaths, as well as complications/allegations listed as phrenic nerve stimulation (some of which resolved with reprogramming), lead displacement and repositioning, and wound infections (minor and those requiring intervention). The status of the leads is unknown. Further follow up did not yet yield any additional information. The cause of death and device manufacturer/relatedness has been requested, but not yet received.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple manufacturers were referenced in the article, but with no manufacturer device/product failure correlation or death-device relatedness indicated. The date of death is purely an estimate, as there is no indication of specific serial number/patient information. The gender of the baseline characteristics is male and the baseline age is (B)(6). Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: cardiac resynchronization therapy delivered via a multipolar left ventricular lead is associated with reduced mortality and elimination of phrenic nerve stimulation: long-term follow-up from a multicenter registry. Journal of cardiovascular electrophysiology. 2015;26(5):540-546. (B)(4).